Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the adhesive part of the objective lens had come loose.. There was no patient involvement.